Event description:
It was reported that intra-aortic balloon(iab) unable to insert iab through the sheath. No harm.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint ID: (B)(4).

Manufacturer narrative:
Updated fields: b4, d8, d9 device available for eval, return to manufacture date, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11 the product was returned with the membrane completely unfolded and blood was observed on the exterior of the iab. The sheath was not returned for evaluation. Three kinks were observed on the catheter tubing approximately 76cm, 74.9cm and 38.1cm from iab tip. Additionally, one kink was observed on the inner lumen approximately 38.1cm from the iab tip. The one-way valve was returned attached to the extracorporeal tubing. A laboratory sheath insertion test was unable to be performed due to the membrane being unfurled. A laboratory guidewire was used for an insertion test and successfully passed through the inner lumen, though a slight resistance was encountered at the kink within the catheter tubing section of the iab. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and one-way valve was performed, and no leaks were detected. One-way valve vacuum test was preformed, and it was able to hold vacuum. The reported failure of ¿difficult. Unable to insert iab through sheath¿ is unable to be confirmed. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID: (B)(4).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d4(lot#, exp. Date, unique identifier (UDI) #), g3, g6, h2, h4, h11. Corrected field: e1(event site name).

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.